Event description:
Reporter used product and reported a serious burn on her hip. She spoke to her doctor that evening and he recommended otc hydrocortisone cream for treatment. She did not see doctor for any treatment. She reported losing two nights of sleep due to the discomfort. Follow up info, provided 22 days later indicated that burn was resolving and scab had formed.